Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (b0(6) 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the spec smooth rnd 275cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample spec smooth rnd 275cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it identified a tear measuring approximately 0.2 cm, within an area of shell abrasion on the posterior view. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 12, 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Lot number 269407 became available. Two serial numbers were provided for this compliant (B)(4). If additional information becomes available clarifying correct serial number, a supplemental report will be submitted a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Note: two serial numbers were provided (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with a 275cc mentor smooth round spectrum saline breast implant experienced left sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2021.